Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fiber cap break cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review:: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: warning: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Caution: do not bend the fiber. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 84,769 joules with 8:48 minutes of fiber use, the physician decided to switch from a resectoscope to a cystoscope. When inserting the fiber back into the laser bridge the cap brook off the fiber. The fiber was outside of the patient's body at the time. The procedure was completed utilizing a second fiber without consequences to the patient.